Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging an error 1 message on her one touch ping meter. The patient denied exhibiting any symptoms due to the alleged issue. The patient mentioned that the alleged issue first began on (B)(6) in between 9-10:00pm. The patient self-treated with 6-7 units of humalog. The patient did not seek any further medical attention or contact her physician for assistance and was not tested on another device. The issue was not resolved. The meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or receiving any medical attention. The complaint is being reported since the error 1 issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.